Manufacturer narrative:
Concomitant medical products: patient medications include coreg, persulfate, insulin, and synthroid. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2018, a gore® excluder® iliac branch endoprosthesis (ceb231210a/18595617) was to be used as part of an endovascular aortic repair. According to the report, the device would not advance over a lunderquist guidewire, and became stuck on the wire before entering the patient. The wire was removed with the device, and another iliac branch component was used to complete the procedure. The patient tolerated the procedure with no adverse events. The device was discarded at the facility and, therefore, was not available for evaluation by gore.